Event description:
It has been reported to the co that during a procedure in which the physician attempted to dilate a mid right coronary total occlusion, as the guide catheter was being repositioned an ostial dissection occurred. The dissection spiraled down to the distal area. No medical or surgical intervention was required. The patient is reported to be in stable condition. The device is not being returned for evaluation as it has been discarded by the hospital.